Manufacturer narrative:
Patient height reported as 167 centimeters. Patient ID/initials are unknown. This report is for two unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery due to non-union of radius ulna fracture and failure of fixation. The original surgery was done on (B)(6) 2017, for radius ulna fracture. One locking compression plate (lcp) and seven cortex screws were removed. Two (2) screws pulled out of the bone distally because of the prolonged non-union. The surgery was revised with variable angle (va) distal radius plate. It is unknown if there was a surgical delay. The procedure was completed successfully. Patient outcome was reported as good. Concomitant device/s reported: 3.5mm locking compression plate (part 223.601, lot 6443815, quantity 1), unknown cortex screws (part unknown, lot unknown, quantity 5). This report is for two unknown cortex screws. This is report 1 of 1 for (B)(4).